Event description:
It was reported that a malfunction alarm occurred on pump, identified as malf 12, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if any future malfunction occurred, which customer understood.